Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer cannot recall their blood glucose reading. The insulin pump fell and exposed to moisture. The insulin pump went blank after moisture exposure. Customer was using (B)(6) aaa. Customer used new battery, but the display did not return. Customer will receive new battery cap. Insulin pump will not be returning for analysis.